Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report that he had an extreme infection at the sensor insertion site and that he planned to see his doctor the following monday. Patient's current status is unknown. Dexcom technical support made three attempts to contact the patient for follow-up but was unable to reach him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.